Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, a type 1a endoleak with sac growth was identified with a computed tomography (CT). An intervention was completed. The physician elected to implant a palmaz (non-endologix) bare metal stent to resolve this event. The patients was reported as doing well and stable.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak, sac growth and secondary endovascular procedure was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. However, there was a cautionary product use conditions of multiple patent lumbar arteries on the pre computerized tomography (CT) study, which was still present in the event CT study. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.